Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for investigation. The cause of the placement signal issue was not determined since product was not returned and no data logs were provided for review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump, as part of bipella support, was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. It was reported that there was a damaged sensor on the impella rp. There were no flow calculations appearing on the automated impella controller (aic). There was good hemodynamic support by the impella rp; however, the patient suffered from influenza and multiorgan failure due to late admission after myocardial infarction. A decision was made to withdraw care and the patient expired.